Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During the operation, the balloon didn't inflate when the operator increased the pressure so the stent could not be delivered. Another cordis cypher select was used to carry out the operation. There were no adverse patient consequences.